Manufacturer narrative:
The customer's complaint issue was confirmed as follows: "the stylet of the needle could not be retracted, when pulled out they find the sheath broken. They didn't know it was the wrong needle for that procedure, their purchaser seemed to have made a mistake." There were no echo-hd-19-a (echo) devices of lot # c855152 in stock at the time of the complaint investigation. A 1 x echo device of unknown lot # was returned for evaluation. The device was not returned in the original packaging. This echo device was retrieved with approx 1cm of the needle extension exposed. The distal needle tip was examined and confirmed intact. It was not possible to retract or advance the needle. The sheath and needle were noted to be damaged and broken approx 15cm from the distal end of the device. The stylet was extended approx 11 cm from the handle. It was possible to remove the stylet although resistance was encountered. Upon removal of the stylet the distal end of the sheath and needle separated completely at the point of the breakage. The complaint information received stated the incorrect needle was used by the customer during the procedure. Further clarification was received by the customer in relation to this statement as follows: "the situation in the hospital was this: they tried to gain a cytology from a pancreatic mass with an echo-hd 19-a using the technique of a cytology-needle, not that of an access-needle. The needle intended for this procedure is the echo-hd-19, not the 19-a..." It was determined that the unintended use of an echo access needle during this procedure did not contribute to the needle breakage. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of device usage during our laboratory evaluation. As the conditions of device usage could not be replicated we were unable to determine the cause of this complaint. It may be noted that all parts of the needle were accounted for during the laboratory evaluation. The complaint information received confirmed no section of the device remained in the patient and the patient did not suffer any adverse effects due to the occurrence of this incident. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The two year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The sheath was broken and the stylet could not be removed. Lab evaluation conducted on (B)(6) 2013 confirmed the needle was broken approx 15 cm from the distal end of the sheath. No information received prior to this indicating a needle breakage. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.